Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 is unknown. No product information has been provided to date.

Event description:
It was reported that the filter leaked drops of medication. The filter was replaced. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: one sample was received which consists in one extension set. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. No defects were detected. Leak testing on the samples received were performed using hydrostatic vessel. During the test, the filter presents leak; the complaint was confirmed. In order to perform a complete root cause analysis for the failure mode, a CAPA was opened, which will also be used to provide corrective actions. The investigation confirmed that the cause of the issue was due to user interface. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.